Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of ascys0092 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the safestep needle was noted to be leaking. The needle was exchanged.

Event description:
It was reported that the safestep needle was noted to be leaking. The needle was exchanged.

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking infusion set was unconfirmed because the problem could not be reproduced. The product returned for evaluation was one 22ga x 0.75¿ powerloc safety infusion set. Usage residues were observed within the extension tubing. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be patent to infusion and aspiration with no observed leaks. No leaks were observed during sustained (>15 seconds) hydraulic pressurization. Microscopic inspection of the sample did not reveal any evidence of leakage. No leakage or evidence of previous leakage was discovered during evaluation of the returned sample. Consequently this complaint is unconfirmed at this time. The returned sample exhibited no evidence of the alleged event. The event is unconfirmed per the investigation results. Since no device malfunction occurred and there is no allegation of a serious injury to a patent, user, or other person, this event is deemed not reportable per 21 cfr part 803.